Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) and ise mid solution stability errors. Patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed that no mid standard solution was being delivered to the sample pot due to damaged tubing to the mid standard bottle. The fse identified the failure mode as a defective tubing. The fse replaced the tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).